Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned because helix was difficult to extract. A new lead with a the same model was successfully implanted. No additional adverse patient effects were reported.